Manufacturer narrative:
Concomitant products: d334trg ICD, implanted (B)(6) 2013. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the right atrial lead had chronically high threshold and far-field r wave oversensing was observed. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.